Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a vats, they are using the fp015 trocar and the rubber or whatever it's made of the trocar sleeve shredded or tore and fell into the patient and they had to retrieve the pieces. All the pieces have been retrieved. Case completed with same device. There were no patient consequences reported.